Manufacturer narrative:
(B)(4). G2 - report source - foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee arthroplasty, while the surgeon was trialing the femoral component, the patient experienced a 4mm shear fracture of the medial condyle. The surgeon repaired the fracture with two screws and no additional intraoperative complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Medical records provided confirmed that during trialing, a 4mm bone fracture occurred and was repaired utilizing screws. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.